Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival bleeding ("bleeding gums") and toothache ("constant pain in teeth"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the gingival bleeding and toothache had resolved. The reporter considered gingival bleeding, medical device removal and toothache to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : toothache, gingival bleeding, medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.